Event description:
It was reported that the surgeon inserted a cc4204bf one piece collamer and lens tore during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.

Manufacturer narrative:
No lens in unit carton. Staarvisc ii, lot number unknown